Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. Since (B)(6) 2013, the patient noted the reported meter would not power on. During this time the patient took her usual doses of novolog insulin 20 units and humulin n 30 units following her usual routine. Four months afterwards, the patient developed the symptom of neuropathy. On (B)(6) 2013, the patient had a physician¿s office visit. She did not report receiving any treatment. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptom was not indicative of severe injury and she received no treatment. However, as the meter power issue was not resolved this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.